Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. They stated that they were just getting up when the alarm went off after troubleshooting, the pump alarmed with replace battery now. The customer stated that after troubleshooting, the pump alarmed with failed battery alarm once again. The customer was advised to remove the battery and to clean the battery cap and contacts with a dry cotton swab. They stated that pump is working correctly and reported that the shiny piece of metal had fallen out of the battery compartment once before. The customer was advised that a replacement battery cap will be sent to them. The insulin pump will not be returned for analysis.